Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that there was one similar complaint reported for the reported serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and based on the hours and recent reports the fse installed 2.5 kit on compressor to ensure proper operation. The unit failed k6a,k6,k7,k8 test indicating signs of failed k8 valve. To address the issue the fse replaced the drive manifold and seal o-ring,drive and performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. Full event site name: (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) gave a low vacuum error. There was no patient involvement, and no adverse event reported.